Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt ((B)(6)) was unable to establish communication with the ipg using either the programmer or the charging systems. Efforts to rectify this matter with use of a different programmer and charging system proved unsuccessful. Surgical intervention will be undertaken at a later date to address this issue.